Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general),') and gastric ulcer ('stomach ulcers x3') in an adult female patient who had essure (ess205) (batch no. 12256586,12236586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced headache ("headaches") and migraine ("migraines"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced gastric ulcer (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced anaemia ("anemic"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), nervous system disorder ("neurological conditions or problems type: not specified") and abdominal pain ("abdominal pain-left side"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, gastric ulcer, pelvic pain, dysmenorrhoea, vaginal discharge, nervous system disorder, headache, migraine, fatigue, anaemia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, fatigue, gastric ulcer, genital haemorrhage, headache, migraine, nervous system disorder, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- 2002, (B)(6) 2003 insertion details- approximately four springs noted bilaterally beyond the ostia. Essure device was introduced, but the tip was noted to be significantly bent, thus a second device was introduced. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number (12256586) was found to be invalid. Lot number: 12236586 manufacturing date: 2003-06 expiration date: 2003-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event anemic, abdominal pain-left side were added. New reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.